Event description:
Additional information was received reporting that the patient underwent generator replacement surgery. An implant card was received indicating that the patient underwent generator replacement due to battery depletion. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Clinic notes indicate the physician was unable to check the patient's vns settings and the battery was nearing end of service. It is unknown if the unable to check settings refers to an issue with the vns device, with the physician's programming system, or if the device was unable to be checked for other reasons. Attempts are in progress for additional information; however, no additional information has been received.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.